Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that he had a power issue with his one touch ultramini meter. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on three days earlier. As a result of the reported issue, he took an increased dose of his diabetes medication (apidra insulin). He mentioned feeling shaky after taking the insulin. The patient did not receive medical attention. At the time of troubleshooting, it was verified that this was not a new product and that based on the information provided, there was no misuse of the product. The patient was using the correct test strips. However, the meter would not power on when a test strip was inserted all the way into the test strip port. It was discovered that the batteries were not correctly installed (use error) and the issue was resolved after they were correctly installed. This complaint is being reported because the patient alleged that after the issue began he had two episodes of shakiness following administration of insulin. It is not clear why the patient took more insulin while unable to test. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.